Event description:
Following a 4 way CABG surgery, a (B)(6) patient was transferred to the cticu. While in the cticu, a collapse of the pda/rca was observed and a decision was made to transfer the patient to the cardiac cath lab for tandemheart placement. Tandemheart support was initiated without incident, and the patient was returned to the operating room for surgery to repair the pda/rca. While being transferred to the operating room bed, the hospital supplied arterial cannula dislodged, resulting in patient blood loss. The tandemheart pump was stopped, and direct pressure was utilized at the arterial cannula insertion site to stop the bleeding. Tandemheart support was discontinued, and cpb initiated so that surgical repair of the pda/rca could be completed. Upon completion of the surgery, the patient was placed back on tandemheart support. The patient expired 2 days later due to pre-existing conditions after the family withdrew support.

Manufacturer narrative:
The tandemheart system components were not returned for evaluation. Per the information provided by the hospital, no malfunction of any of the components of the tandemheart system was observed. The dislodgement of the arterial cannula, which is not supplied or manufactured by cardiacassist, was determined to be the root cause of the incident.